Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced dissatisfaction with near visual acuity (nva) following implantation of the intraocular lens. The patient¿s pre-operative uncorrected visual acuity (ucva) was reported as 0.4. Post-operatively, the ucva was reported as 0.9 with an nva of j10. Due to the unsatisfactory near vision outcome, the implanted lens was explanted and replaced with another lens. Following the lens exchange, the patient¿s nva improved and was reported to be in the range of j2¿j6. There were no reports of treatment delay or additional medical intervention beyond the lens replacement. No further information was provided.